Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was confirmed that the power switch had internal damage which led to the device not being able to power on by pressing the on/off button. It is unknown how the damage occurred to the switch.

Event description:
The customer contacted physio-control to report that their device could not be powered on. The on/off switch on their device was broken: the clip that holds the lid closed had been broken off and the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.